Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the procedure, the patient experienced hemoptysis. An angiogram was taken of the patient's left pulmonary artery (lpa), and it was observed that the lpa was dilated in addition to high patient pressures. Another angiogram was recommended to observe another lpa branch and find a better target implant site for the sensor. It was decided to implant the sensor in the same location and not take another angiogram. The sensor was opened, and it was advised to advance slowly as the distal end of the delivery catheter was sharp and not visible under fluoroscopy. When the catheter was advanced past the pulmonary artery main arch, resistance was felt, and the catheter was noted to be advanced beyond the target implant site. The delivery catheter continued to advance while a delivery site was discussed. The vessel was noted to be larger than recommended. It was advised to remove the delivery catheter and take another angiogram to identify an appropriately sized target vessel. When the delivery catheter was pulled proximally for the third time, the patient experienced hemoptysis. A small amount of blood was coughed up initially, but then it increased. All instruments were removed from the patient, and the on-call anesthesiologist and cardiologist were contacted. Protamine was administered, as the patient had been given 5000 ml of heparin during the case. The patient was intubated and stabilized once the anesthesiologist arrived. A computerized tomography (CT) angiogram was ordered. No perforation was found on the CT scan. The patient was stable at that time.